Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was rushed to the emergency room because she overdosed 40.0 units of insulin. The customer stated that her admission has nothing to do with the insulin pump. The customer mentioned having issues calibrating. The caller stated that she calibrated once, but it did not show up in the history. Explained to the customer that it takes 15 minutes for the calibration to show up in the history. Advised the caller to call back if issues persist. No further information was provided.